Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn and loose, causing vibration. It was determined that the worn and loose bearings created a situation where the cutter was not able to be inserted. This was because if a cutter was able to be inserted with the type of damage and the device ran; it usually created heat from the damaged bearings. These two issues of vibration and heat were caused by the worn and damaged bearings. The wear was from applying to much force while in use. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was discovered that the attachment device was running hot. The reporter indicated that the event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.